Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there has been a change in the operational amplifier circuitry of the printed circuit board since (B)(6) 2018. However, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that no image was present when the returned device was tested with olympus, model series 180 scopes; the cause was isolated to a printed circuit board failure. In addition, it was found that horizontal lines were present in the image when the returned device was tested with olympus, model series 190 scopes; the cause was isolated to a printed circuit board failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was observed distorted upon connecting olympus, model series 180 scopes to the olympus, model cv-190, evis exera iii video system center and it was impossible to distinguish the tissue. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.